Event description:
A 70 yr old female with confusing history of breast implants. No specific times are mentioned. Silicone implants in place for 6-7 yrs. Pt complained of capsule formation of the left. Pt required capsulatory and implant change. Bilateral mastopexy was found intact with very thick capsules. Te left had a fibrotic area "saline implant 18 yrs prior with deflation of the left six yrs prior. Silicone placed six yrs ago and repositioned one week post operatively. Five year prior became infected and replaced months later." Left noted to have a collapsed capsule. Pt had noted 5-8 month history of hardness of the left breast.